Event description:
It was reported that the patient underwent lumbar fusion from l4 to s1. The surgeon experienced a complication with an instrument during surgery while attempting to make a pilot hole. While accessing the pedicle with the straight probe, the tip broke off inside the sacrum. The surgeon was unable to retrieve the tip. Reportedly the tip broke when the surgeon "twisted the probe and rotated" to widen the hole due to the patient's hard bone. Another probe was used to complete the procedure without further incident. No patient complications were reported.

Manufacturer narrative:
(B) (4): no product was returned for evaluation. X-rays were not provided to the manufacturer. With the available information, a cause or contributing factor could not be determined.